Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed no output and no telemetry conditions. The no output, no telemetry, and premature battery depletion conditions were caused by high current drain. Electrical analysis found current leakage in the battery filter capacitor.